Event description:
The patient reported that the pump ¿really hurt¿ and ¿it hurts without even pressing on it.¿ the patient had asked their healthcare provider and he said ¿it¿s an implantable device, it¿s going to hurt¿. The patient wanted to know if this was normal not. The patient also stated that the healthcare provider had said it was hard to pull the skin over the pump because the patient was thin. On (B)(6) 2015 the patient further reported that they always have concerns regarding their device or therapy but was working with their healthcare provider. The patient stated that they feel no pain relief after several increases in dosage. The patient wished that they never had this very attractive device put inside of her. The patient had an appointment on (B)(4) 2015 and another surgery scheduled for (B)(4) 2015. The pump was used to deliver dilaudid. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).